Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced pain, infections, inability to engage in sexual relations, incontinence, limited physical activity, unspecified bleeding/clotting disorder, bowel obstruction, constipation, unspecified connective tissue disorder, dyspareunia, unspecified vaginal/bladder infections, vaginal pain, urinary retention.